Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the guiding block connecting screw jutted out into lower side of a plate. The surgeon tried mounting the guiding block the plate with a driver. However, the connecting screw jutted out into lower side of the plate and could not fix the guiding block with the plate. The connecting screw was broken at the screw head. The operation was completed with a usage of another guiding block and another size plate. There was a report of a thirty minute surgical delay. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. The report indicates that the visual investigation of the guiding block shows it is in excellent condition and does not appear to have been used. The connecting screw itself is broken and that this breakage was from excessive force when securing the guiding block to the plate. The plate was not returned for investigation so we cannot confirm reported ¿screw jutting out of the lower side of the plate¿. The manufacturing documentation was reviewed and the lot shows no deviation to the specifications at time of production in december 2009. Moreover a review of our complaints data base shows that there are no other complaints for this issue from this lot number and article number. No product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown connecting screw. Additional narrative: device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.